Event description:
A patient reported through a comment "it necrotized a chunk of my abdomen. Incase anyone wants to know from an actual person who had it" in a social media post in regards to unknown coolsculpting system treatments.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, cold panniculitis results from injury to adipose tissue exposed to cold and may result in a mild to severe inflammatory response. In mild cases, the symptoms are self-resolving and may include redness, swelling, skin nodules, warmth, tenderness, and possible low-grade fever. These cases typically resolve without long-term sequelae. In more severe cases, an intense inflammatory response may result in more extensive tissue damage, including fat necrosis, which may require medical or surgical intervention. Based on previous reports received, panniculitis typically resolve from 2 weeks to 2 months. However, the rate and pattern of recovery may still vary from patient to patient.